Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview 7 xb was opened and tested. The activation toggle for the bisector was not operable. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Resubmitting f/u 2 as f/u 1 per FDA request. Original date received by manufacturer: 03/09/2017. Internal complaint number trackwise # (B)(4). Updated sections: g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. The device was intact and showed no visual signs of defects. A mechanical evaluation of the hemopro bisector blade slider was conducted. The switch was able to advance and retract the blade with no resistance felt. Based on the returned condition of the device and the results of the investigation, the reported complaint was not confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview 7 xb was opened and tested. The activation toggle for the bisector was not operable. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview 7 xb was opened and tested. The activation toggle for the bisector was not operable. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
03/13/2017 01:02 pm (gmt-4:00) added by (B)(6): internal complaint number trackwise # (B)(4). Updated sections: g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. The device was intact and showed no visual signs of defects. A mechanical evaluation of the hemopro bisector blade slider was conducted. The switch was able to advance and retract the blade with no resistance felt. Based on the returned condition of the device and the results of the investigation, the reported complaint was not confirmed.